Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection resulting in extrusion of the implanted device. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, january 29, 2015.

Manufacturer narrative:
(B)(4).